Manufacturer narrative:
(B)(4). Device evaluation: on examination, there was no damage to the pump. There was evidence of moisture corrosion in the battery compartment. On testing, the pump powered on to display the verify screen. Leaking testing revealed a leak at the battery compartment around the finger bumper pad. The pump was opened for investigation and revealed no moisture or damage to the pump¿s interior components. The display screen was noted to be dim and faded. A test screen was attached to the pump and illuminated properly.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display was dim and faded.